Event description:
It was reported that the balloon was stuck inside the pt. It was deflated and was eventually removed. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted, when the device is returned and the eval is completed.